Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.59v after 33 months of implant. This device was included in the shortened replacement window advisory, and had likely reached 2.65v within 32 months. This meets the advisory criteria. A boston scientific technical services consultant recommended monthly follow-ups for the patient with this device, and to replace the device within 30 days of declaring elective replacement indicator (eri) battery status. Technical services also discussed the option of sending in a save to disk for engineering review to better determine the expected remaining longevity for the device. Boston scientific received additional information that six years later, this ICD was unable to be interrogated. A revision procedure was performed and the ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A disk was received and reviewed by engineering. The monitoring voltage had reached middle of life 2 (mol2) with a voltage of 2.59v on (B)(6) 2007, which was within 27 months of implant. The predicted timeframe to elective replacement indicator (eri) battery status was greater than one year. Monthly patient follow-ups were recommended, as well as replacing the device within 30 days of reaching eri. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the device case was swollen. Telemetry could not be established with the device using standard and engineering-level programmers. The device case was removed and an external power supply was attached. Device code was downloaded onto the device so further testing could be performed. The device was then subjected to a series of manual diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests, and normal current measurements were observed. This device had been implanted for 9.13 years, which far exceeds the normal device life expectations. The no telemetry condition was the result of the battery being depleted. Communication with the device was successful once power was restored. Laboratory analysis was not able to confirm the premature battery depletion observation that had been reported back in 2008 because the device memory was lost when the battery became fully depleted.